Event description:
The user suffered from a head trauma, afterwards the hearing performance with the device decreased. The concerned device has been explanted.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to the reported trauma appears very likely. Furthermore an incomplete insertion was reported at initial implantation. However to confirm an exact root cause of failure a device investigation is necessary. The concerned device was explanted but has not been received fro investigation yet. This is the final report.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to the reported trauma appears very likely. Furthermore an incomplete insertion was reported at initial implantation. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user suffered from a head trauma, afterwards the hearing performance with the device decreased. Re-implantation is considered but no date for the surgery has been set yet.

Event description:
The user had a head trauma, afterwards the hearing performance with the device decreased. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, the reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Furthermore an incomplete insertion was reported at initial implantation. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a head trauma, afterwards the hearing performance decreased.